Event description:
Based on a review of the medical records provided by the patient's attorney: (B)(6) 2006-the patient underwent enterolysis and repair of an incarcerated ventral hernia with a composix kugel mesh. On (B)(6) 2006 - the patient presented as a walk in, complaining of pain, from coughing a lot thinks something may have broken open. Serious drainage. On (B)(6) 2006 - the patient underwent fascial debridement, excision of chronic rejected intrapertonial composix kugel mesh and recurrent incisional hernia repair with a non-bard mesh. On (B)(6) 2006 - office visit, pulmonary embolism, history of deep venous thrombosis and pulmonary embolus in 2004.

Manufacturer narrative:
A morbidly obese patient with a surgical history including a laparoscopic cholecystectomy and umbilical hernia repair, underwent enterolysis and repair of an incarcerated ventral hernia with a composix kugel mesh. Two months later, the patient presented at an office visit with pain and serious drainage. The patient did say he had a cold and cough and believes he may have broken something open because the incision became reddened and began draining quite suddenly. Two months after visiting the doctor, the patient underwent fascial debridement and it was noted that "the mesh was actually in very good position", the composix kugel was excised and the hernia repaired with a non-bard mesh. Currently it is unknown whether the device may have caused or contributed to the event. It is unknown how the patient's cold and cough that created the open incision may have affected the issue. The patient has several comorbidities including, but not limited to morbid obesity, insulin dependent diabetes, pulmonary embolus, sleep apnea, hypertension and hepatitis. The patient reportedly developed recurrence and inflammation which are listed as possible adverse reactions in the product's instructions for use. The product's instructions for use also stated that if an infection occurs, it should be treated aggressively and if an infection goes unresolved it may require removal of the prosthesis. Additionally, no sample was returned for evaluation. The medical records do not indicate a device failure. Based on the information provided, no conclusions can be drawn.